Event description:
A hospital in (B)(6) reported via a distributor that a patient was on a setup which included an rt019 inspiratory/expiratory filter, an mr850 respiratory humidifier, an rt235 breathing circuit, a drager evita xl neoflow ventilator and an aerogen aeroneb nebulizer system (atrovent and ventrolin). The hospital reported that the tidal volume was very low and there were alarms indicating high peep. The hospital also reported that the ventilator was making strange sounds. The hospital reported that the issue was resolved when they swapped out the rt019 filter. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been received by fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned rt019 filter was visually inspected for damage. Results: there were deposits on the filter media, however there was no fault found with the device. Conclusion: no fault was found with the device as there were no abnormalities found with the filter during examination. There were deposits found on the filter media. The deposits would have accumulated on the filter during use and are likely to be patient secretions. The instructions provided with the filter state that the filter should be changed "every 24 hours or sooner". The rt019 filter is intended for use with adult breathing circuits however the customer reported that they had used the filter with an infant breathing circuit. Based on the information provided, the rt019 filter was used outside of its intended use. In addition, it was reported that the setup included a nebulizer. The user instructions advise that "when aerosolised drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure".

Event description:
A hospital in (B)(6) reported via a distributor that a patient was on a setup which included an rt019 inspiratory/expiratory filter, an mr850 respiratory humidifier, an rt235 breathing circuit, a drager evita xl neoflow ventilator and an aerogen aeroneb nebulizer system (atrovent and ventrolin). The hospital reported that the tidal volume was very low and there were alarms indicating high peep. The hospital also reported that the ventilator was making strange sounds. The hospital reported that the issue was resolved when they swapped out the rt019 filter. No patient consequence was reported.